Event description:
Reportedly, during the interrogation of the subject device, the device was found in vvi mode. In addition, the programmer was frozen for a while until the overview screen was displayed. An analysis is requested.

Event description:
Reportedly, during the interrogation of the subject device, the device was found in vvi mode. In addition, the programmer was frozen for a while until the overview screen was displayed. An analysis is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Manufacturer narrative:
Preliminary analysis showed that the device behavior was within specifications.

Event description:
Reportedly, during the interrogation of the subject device, the device was found in vvi mode. In addition, the programmer was frozen for a while until the overview screen was displayed. An analysis is requested.